Event description:
It was reported that low sensing was observed. The rv lead's sense/pace portion was capped and replaced. Defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.